Event description:
Transmission data integrity - missing reports; trends on a patient with implantable loop recorder. Can result in patient harm, including death. Manufacturer response for cardiac remote monitoring platform, carelink (per site reporter).